Event description:
It was reported on calibration check, the lower rate, a (atrial) -v (ventricular) interval, upper rate, and ventricular sensitivity were all out of range. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all functional tests. Analysis found the upper case, lower case, side bail covers, and battery drawer are broken. Ring cover and ring bail are missing. Battery contacts are compressed and keyboard is scratched. (B)(4).